Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels of 520 mg/dl. The customer treated high blood glucose levels with manual injection. Customer decline to trouble shoot for high blood glucose. No further information for high blood glucose is provided. Pump will not return for analysis.